Manufacturer narrative:
Journal article attached: schaller, r. D., et al. (2019). 'Use of a novel bipolar sealer device in pocket infections: a case series.' J cardiovasc electrophysiol. [(B)(4)].

Event description:
It was reported in a journal article by r.d. Schaller, et al. (2019), titled 'use of a novel bipolar sealer device in pocket infections: a case series.' J cardiovasc electrophysiology, that multiple devices were explanted due to infection. No identifying information was available but at least some of the devices appeared to have been manufactured by boston scientific. No additional information was provided.